Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that impedances showed ¿avoid¿ and the system was coming up with different values. The manufacturer representative stated that the values changed each time. It was noted that the patient was programmed on a contact that had showed avoid, as possibly low. The manufacturer representative stated that the patient was getting good therapy. It was noted that the issue occurred on (B)(6) 2017. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and post lumbar laminectomy syndrome.